Event description:
It was reported that during implant, the physician had difficulty inserting the lead into the pulse generator header. With the use of silicone oil, the lead was able to be secured. The device was implanted and all measurements were within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.